Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
As reported to coloplast though not verified, patient was implanted with aris mesh. Later the patient experienced nausea, vomiting, abdominal pain, pelvic pain, dysuria, vaginitis, right flank pain, lower quadrant pain, recurrent incontinence and urinary tract infections. A removal of the mesh was performed.